Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h6 and h10. Current repair: product evaluation: product review of the skin graft mesher (B)(6) by dover on (B)(6) 2020 revealed that the gear was worn down and the set screws for sliding pins were frozen making it necessary to replace the hinges. Product repair: repair of the device was performed by dover on (B)(6) 2020 which included replacement of the following: gear, hinges, sliding pins, sideplate. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Previous repair: skin graft mesher (B)(6) has been previously repaired/evaluated 4 times as documented in the repair reports in livelink. The last repair was (B)(6) 2019 by dover where is was reported that there was an incomplete mesh and the comb was bent and gear and roller damaged. The comb, gear, and roller were replaced. This is not a related issue. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that there was an incomplete mesh. There was no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation and evaluation of the device is in process. Once the investigation is completed, a supplemental report will be filed. 00770302000 z.s.g.m. Cutter 2:1 ratio caution: sharp serial#: (B)(4). 00770301500 z.s.g.m. Cutter 1.5:1 ratio caution: sharp serial#: (B)(4).

Event description:
It was reported that there was an incomplete mesh. No adverse events were reported as a result of this malfunction.